Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the cartridge was leaking. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer's blood glucose 135-136 mg/dl. The customer filled the cartridge successfully.